Event description:
Reporter stated that patient's blood glucose was measured, using the advantage system, with back-to-back results of 332 mg/dl, 162 mg/dl, and 313 mg/dl reporter indicated that patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Valid quality control testing had not been performed on the advantage system (patient's control solutions had expired). Reporter did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement product was shipped.